Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's current blood glucose was 276mg/dl. The customer did not experience any symptom such as a result of high blood glucose. The customer was treated with manual injection. The customer was declined for high blood glucose level. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.